Event description:
Event was reported to caldera medical by an attorney. The pt has suffered stress urinary incontinence, pain during intercourse, emotional distress, hemorrhage, allergic reaction, pelvic pressure, fecal incontinence, left buttock pain, drugs side-effects. No further info has been provided.